Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 140 mg/dl (patient's aviva meter) and 72 mg/dl (neighbor's aviva meter). No adverse event reported. The patient's neighbor's meter and test strips were not available to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (neighbor's aviva meter), is related to case with patient identifier (B)(6)(patient's aviva meter). No product available to be returned.